Event description:
The 4x4 gauze sponges are disintegrating/fraying and sprinkling tiny bits of gauze into the surgical pocket. I have images depicting this. Covidien curity gauze sponges, lot: 18m083762, exp 2023-12-01.